Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. The handle broke during the procedure. No serious injury to the patient was reported.

Manufacturer narrative:
Pfinal device analysis was not available at the time of the report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.